Event description:
One half hour toward end of dialysis, pt's hands cyanotic and cool to touch. Shortness of breath after choking episode while drinking juice. Oxygen and abgs drawn, hct spun. Pt's condition doesn't appear better so sent to ER for evaluation. After pt left unit, a pt care tech reported to rn that arterial line was kinked but adjusted when machine alarmed.